Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure the right ventricular lead was exhibiting high capture thresholds. The lead was attempted to be repositioned, but the helix would not extend. Lead was removed, and a new lead was implanted successfully. Patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.